Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to verify the calibration error alarm due to the unresponsive buttons. The device had cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error and was acting strange. She stated that the sensor glucose reading was 350mg/dl and treated, but 30 minutes later she measured and read 117mg/dl. Then the customer inserted a new sensor and laid the device out, next she received the alarm. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).